Event description:
It was reported that the patient underwent thyroid surgery which was a "relatively straightforward thyroid surgery because there was just a small thyroid cancer nodule on one side, the thyroid gland itself was not inflamed, and there was not infiltrated cancer". As a result of the surgery the patient sustained permanent nerve damage and bilateral vocal cord paralysis. On follow-up it was reported that the physician didn¿t use the stimulating probe at all during the procedure on (B)(6) 2018.

Manufacturer narrative:
Medical safety has reviewed the event received from medtronic legal. It has been confirmed that the surgeon did not use a nim stimulus probe during the procedure. The harm reported, nerve damage and vocal cord paralysis, is a known procedural risk; however, the failure to use a stimulus probe during the procedure is known and labeled per rmr113-1, and per IFU m988679a001 a, which states the following: surgical identification of exposed neural structures is key to their preservation. Failure to use nerve stimulation probe may contribute to unintended surgical nerve damage or resection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.